Manufacturer narrative:
The rebar-18 was returned for analysis. The rebar-18 was returned separated into two segments. The rebar-18 proximal segment was returned within a plastic re-sealable pouch. The rebar-18 distal segment was returned within a plastic specimen vial. The rebar-18 catheter segments were decontaminated. The rebar-18 proximal segment total length was measured to be ~128.0cm and the useable length was measured to be ~121.0cm. The rebar-18 distal segment total length was measured to be ~7.0cm. Approximately, ~20.5cm of the rebar-18 catheter shaft was found to be missing and not returned. It is likely the missing segment remains within the patient. Onyx residue was found within the rebar-18 hub. The remaining onyx will not be returned for analysis as it was consumed in the event. The distal ~6.0cm of the rebar-18 proximal catheter segment was found to be stretched. The tubing material at the broken ends exhibited with plastic deformation (jagged edges, stretching, and necking). In addition, the inner elliptical wire was found to be stretched and broken from within the separated ends. The rebar-18 distal catheter segment was found to be stretched and accordioned. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿catheter stretch¿ and ¿catheter separation¿ were confirmed. The tubing material of the catheter separated ends exhibited plastic deformation (jagged edges, stretching, and necking) which indicates the catheter separated when exceeding the tensile strength of the tubing material. In this event, it is likely excessive force was used causing the catheter to stretch and separate. It is likely the rebar-18 micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Difficult catheter removal or catheter entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. However, the cause for the entrapment for this event could not be determined. Per the rebar¿s IFU: embolic agents must be used in accordance with manufacturer¿s instructions. ¿ prior to use, all accessory devices and agents should be fully prepared according to the manufacturer¿s instructions. ¿ always monitor infusion rates when using this micro catheter. ¿ the micro catheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. ¿ when injecting contrast for angiography, ensure that the catheter is not kinked or occluded. ¿ when the infusion catheter is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the catheter without observing the resultant tip response. ¿ because the rebar¿ may be easily advanced into narrow, selective vasculature, repeatedly verify (for example by slightly withdrawing the catheter) that the rebar¿ has not been advanced so far as to interfere with its removal. Per the onyx do not allow more than 1 cm of onyx¿ les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long term effects of an entrapped catheter that is left in a patient is unknown, but could potentially include clot formation, infection or catheter migration. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rebar catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2018-01045, 2029214-2018-01046. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the rebar microcatheter tip became stuck inside the aneurysm sac after endoleak was treated with coil/onyx causing resistance to be felt along with stretching of the microcatheter tip as it was being removed from the aneurysm which subsequently broke off and that tip fragment remained in the aneurysm sac. There was possible report of injury to marginal artery connecting ima/sma from the foreign body being left in the patient. There was a potential lack of blood flow that caused damage to the bowel. The patient was put under observation. The patient¿s vasculature was moderate in tortuosity.